Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 010000663, g7 pps ltd acet shell 52e, unknown; 650-0660, delta ceramic fem hd 36/-3mm, 3330807; 110003634, biolox delta cer lnr 36mm e, 3449643. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10938. Product location unknown.

Event description:
It was reported that a patient underwent left total hip antroplasty. Six months after surgery, the patient experienced mild pain, a slight limp, use of one crutch, moderate trouble washing/drying, moderate trouble getting in and out of car, moderate trouble putting on socks, moderate trouble shopping, difficulty climbing stairs, moderate pain standing up, limping often, and pain interfering with usual work. Attempts have been made and additional information on the reported event is unavailable.